Event description:
Litigation allege patients implant failed, shedding metal debris in body; and has caused and/or will cause injury after the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation allege patients implant failed, shedding metal debris in body; and has caused and/or will cause injury after the asr hip implant. Sales rep reported revision surgery on right hip due to pain. Part/lot information was received.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.